Event description:
Crd_1003 - vantage (B)(6). It was reported that on (B)(6) 2022, a 29m navitor valve was implanted in a patient. On (B)(6) 2024, during 2 years follow up, study nurse finds low pulse, did electrocardiogram. Electrocardiogram finds 3rd degree atrioventricular (av) block, the patient was admitted for observation for the block, and a permanent pacemaker was implanted on (B)(6) 2024. It was also reported that on (B)(6) 2024 the patient experienced edema in both leg but primarily right. Was treated with diuretics. After implantation of permanent pacemaker on (B)(6) 2024 edema is no longer present. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention and hospitalization was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.